Manufacturer narrative:
The unit was received with a completely broken reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, a cracked display window and a missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the top of her insulin pump's reservoir compartment broke and that the reservoir does not remain in place anymore. The patient's blood glucose at the time of incident was 164 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated that the damage occurred when she dropped her insulin pump on the bathroom floor. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.